Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was revealed that the patient's implantable cardiac monitor exhibited an episode of over-sensing on (B)(6) 2020 and an episode of under-sensing due to loss of contact on (B)(6) 2020. No programming changes were made. The patient was stable.